Event description:
It is reported that a customer experienced high blood glucose of 439 mg/dl. The caller, who was the customer's wife, was informed that there could be many reasons for high blood glucose. The wife wanted assistance programming the basal in her husband's insulin pump. The customer had a hospital visitation due to lung cancer but nothing diabetes related. The wife was assisted with programming a basal on the pump. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.